Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the needle was connected and started to output with auto I mode. It was supposed to start from 60w but started from 40w. Another product was used for the procedure. There was no patient harm.